Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-12. H6: investigation summary: bd received 3 customer samples from 9344987 and 4 customer samples from 9339377 from the customer for investigation. No samples from lots 0009650 and 9280929 were returned to manufacturing site. All customer samples were evaluated along with 10 retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to stopper pop off were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® lithium heparinn 75 usp units blood collection tubes had the stopper creep out or loose closure after use. The following information was provided by the initial reporter: the blue top lids are popping off post blood collection (around the time of labeling the tube). This is 1 of 4 reports.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® lithium heparinn 75 usp units blood collection tubes had the stopper creep out or loose closure after use. The following information was provided by the initial reporter: the blue top lids are popping off post blood collection (around the time of labeling the tube). This is 1 of 4 reports.